Manufacturer narrative:
(B)(4).

Event description:
It was reported "when drawing back at the port, the team had resistance that made the items difficult and unsafe to reliably use. A second one had troubles with flushing resistance. 3 units were attempted and failed, the patient was not harmed, but these issues did present when the item was in use for the patient. The issue was resolved by switching to an equivalent [competitor brand] product". Please see associated MDR#: 3010532612-2026-00398,3010532612-2026-00292, .